Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the customer's reported issue. The fault was found with the pump. Technicians recommended that the customer keep in mind that programming will be lost after 2 days without power from aaa batteries and pay close attention to the low battery notification . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump lost programming. There were no reported adverse events.

Manufacturer narrative:
Additional information: b3.